Manufacturer narrative:
System was used for treatment. Kit lot a910 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories leak centrifuge alarm and centrifuge bowl leak/break and no trend was detected for either of these categories. However, an issue review investigation has been initiated for complaint category centrifuge bowl leak/break. Service order (B)(4) completed: service engineer cleaned centrifuge, tested leak strip and performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called to report centrifuge leak and alarm near the end of the first cycle. Customer said the leak appeared to originate from the neck of the bowl, and the leak was contained to the inside of the centrifuge chamber. Customer said the leak was able to be cleaned up. Customer said the patient would not be receiving any of the blood back. Customer said they were going to try to prime another kit, and would call back if they had any issues. Patient was reported stable service was dispatched no product will be returned for investigation.